Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 72 mg/dl at the time of the event. Troubleshooting was performed. The customer last changed the infusion set the day prior to the event. The customer was disconnected during priming. The customer started using the insulin pump on (B) (6) 2010. The customer reported that the bolus calculation provided by the insulin pump was incorrect. Nothing further was reported.